Event description:
While a beckman coulter inc. (Bec) field service engineer (fse) visited the customer site for a separate incident, the fse discovered an instrument leak on the coulter lh 750 analyzer. There was no report of any patient samples or results being affected by the leak. The operator never discovered the leak and was not exposed to the instrument leak. The fse was wearing personal protective equipment (ppe) consisting of a labcoat and gloves at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
The field service engineer (fse) noticed that the lyse line tubing had popped off and damaged the sleeve while trying to reseat the tubing. The fse was able to replace and reseat the tubing. The root cause for the leak is damaged lyse line tubing that was replaced during instrument servicing. The root cause for the premature failure of the lyse line tubing (part (B)(4)) is unknown. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).